Event description:
Swelling in right knee [joint swelling], fluid in the right knee [joint effusion]. Case description: spontaneous report received on 01-apr-2008 from a nurse regarding a (B) (6) female patient, (B) (6). The patient's relevant medical history included degenerative joint disease of the right knee. The patient received injections of synvisc in her right knee on (B) (6) 2008, (B) (6) 2008, and (B) (6) 2008. The patient experienced increased swelling and fluid in the right knee that began two to three days after her third synvisc injection. On (B) (6) 2008, 85ml of fluid was removed from the patient's right knee. The fluid was negative when cultured. Additional fluid was removed from the patient's right knee on (B) (6) 2008. The patient received a steroid injection on (B) (6) 2008. The patient was prescribed rest and was using crutches. As of the date of receipt of this report, the patient has not yet recovered. The reporter assessed the relationship of the events to synvisc as probably related. The qa investigation summary was received on (B) (6) 2008. The production and quality control documentation for lot #y0730, with expiration date (11/2010) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot #y0730, with expiration date (11/2010) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.